Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they haven't seen any improvement in their symptoms. The patient connected to their ins on the call and noticed their therapy was off and they didn't know. They don't remember if their doctor told them they were going to leave it off until their post-op appointment but they hadn't connected to the ins before. The patient added they also have problems with their bowel and they have a neurogenic rectum; they haven't had a bowel movement since they had surgery; patient said it's common that they don't have a bowel movement for 6 days but now that they know the therapy was off they reckon that could be one of the reasons why they haven't had one. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient added they're scheduled to follow-up with hcp today. Educated patient on external device use. Educated patient on MRI mode.